Event description:
A (B)(4) male pt's spouse contacted zoll customer support to report constant check belt alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages) has been confirmed. Upon receipt the electrode belt failed the fall-off test and was unable to detect. The cause for the adjust belt or check belt messages, test failure, and inability to detect was an open pulse wire in ECG-a. The root cause for the open pulse wire could be positively identified. No adverse event resulted from the damaged wire. The pt received a replacement electrode belt.